Event description:
Facility stated in its report that the tabs monitor was being used on both a wheelchair and bed. It was sometimes attached to a nurse call system, but reportedly not at time of incident. The resident had exited the bed and broken a hip. When the resident was discovered no alarm was sounding. The facility stated it tested the battery which was dead. The facility said the tabs was used with a voice recording, but no recording was present on the MFR's inspection.